Event description:
Patient with inspire sleep apnea therapy remote. Kept trying to charge the remote using a usb cable port intended for downloading therapy report at provider office. The remote is not rechargeable. The remote works on aa batteries and should be replaced. Batteries would get hot. Therapy started stimulating immediately and continuously whenever she would try turning on the device instead of having a 60 minute start delay.